Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported during an implant procedure the health care professional (hcp) was unable to insert the stylet back into the lead. The hcp removed the "angled" stylet and tried a "straight" stylet. The hcp then refused to use the same lead and requested a new one. The second lead stylet insertion and implant was "fine." No patient injury was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the lead (lot # va01e65001) found no anomalies. Analysis of the stylet accessory found that the wire had been bent. The stylet was removed from the lead. The stylet was found to be bent from shipping but was re-inserted into the lead without issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.